Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "volume accuracy failure under- infuses" was not reproduced. Evaluation sent device to flowline for flow rate accuracy testing with a delivery rate of 40ml/hr and a volume to be infused of 40ml, the test resulted in 41.150ml which is an error percentage of 2.875% which is within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had volume accuracy failure under- infused during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information:h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Device was sent in for flow accuracy testing and passed with an error percentage of 2.875%. A review of the event history log revealed the last days of customer an infusion programmed at a rate of 40 ml/hr and vtbi: 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. No abnormalities that could cause or contribute to the reported problem were observed through the history log. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.